Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that surgical products were inside the gantry tangled in the collimator gears. Removal of the surgical products resolved the issue. There were no components replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when booting up the system, it would never boot up totally. It was stuck on system initializing on the image acquisition system (ias). They tried rebooting the system several times without success. They proceeded with another imaging system to complete the case. The site did not call tech support. There was a patient present and the surgeon was aware. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.